Event description:
The reason for the removal is the damage to the intra-prosthetic shaft of the implant (internal hexagon) which is visible to the naked eye. With the impossibility of holding pillars in it without unscrewing.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional device information unknown / not provided. Premarket identification k011028 and k013227. Device manufacturer date unknown / not provided.

Event description:
No further event information is available at the time of the report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. One impl tapered scr-v sbm 4. 7mm 4.5mm 8mm (tsvwb8) was returned for investigation. Visual evaluation of the as returned product identified damaged drive feature (internal hex) and bone residue around the external threads due to usage. Functional testing could not be performed due to the nature of the device and event. Device history record (DHR) review for the lot: (63716589) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (63716589) for similar events (complaint category keywords: functional: damaged drive feature) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event has been confirmed.